Manufacturer narrative:
This product has not been returned; therefore, a technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how this product may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pace impedances of a gradual nature, in addition to capture loss. It was suspected or questioned, if the lead tip was collecting calcification. No surgical intervention was taken and the issue was resolved via device vector reprogramming. No resulting adverse patient effects were reported.